Event description:
Nellcor puritan bennett received a report of a n-550 where the unit does not generate pulse tones and there are no alarm sounds. The failure was isolated by the hosp to the speaker and the speaker was replaced.